Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
Upon evaluation, the instrument was observed with burning and melting at the rivet level which indicates high temperatures. There is no clear information on which generator the customer used and the exact settings. No indication for a material or manufacturing related issue observed during investigation. The root cause most likely is overvoltage i.e., user error. Since there is no harm to patient/user reported, this case is non reportable.

Manufacturer narrative:
Device currently under further investigation - no results available so far.

Event description:
As per a manufacturer incident report we received from the factory in (B)(4): insulation on the branches has a hole. Patient was burned.